Manufacturer narrative:
One device was returned for evaluation of complaint that the upstream occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was observed/confirmed during the event log review but was not replicated during testing. Found downstream occlusion seal minor bubbling. Replaced downstream occlusion seal. All functional test of the device passed. The probable cause of the reported problem unknown.

Manufacturer narrative:
E: phone number ext. # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an upstream occlusion. The event occurred during while in use with patient, but there was no patient harm/adverse event reported.